Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) batteries autonomy is insufficient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ impact codes, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d4 (UDI no.). It was reported that during use the cardiosave intra aortic balloon pump (iabp) had insufficient battery life issue. Patient involved and no harm reported. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and have ordered batteries. On january 4, 2023: battery replacement following preventive maintenance. S/n (B)(6) replaces s/n (B)(6) (defective) s/n (B)(6) replaces s/n (B)(6) (defective). Charging circuit fault detected ¿ pmb defective. On january 27, 2023 fse replaced power management board (d670-00-1162): ok. Charging circuit check: ok. Electrical safety check: ok. Complete functional check: ok. The failure analysis and testing dept. Received part number 0670-00-1162 rev. E, sn (B)(6) with a reported unit failure of insufficient battery life. The fat performed a visual inspection and found the part to have a damaged q27 component. Since this damage is physical, the part will not be sent to the supplier. Root cause is impossible to define. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had insufficient battery life issue. Patient involved and no harm reported.